Event description:
Sales rep reported that a pca gave an overinfusion and infused the entire contents of a syringe at one time. The customer has requested an event log review. Biomed has sequestered the device and stated that they will send in event logs once they downloaded them. The nurse did not have a lot of info and stated that no incident report was completed but she knew the pt was okay, just required additional observation. There was no report of pt harm. No medical intervention was requested. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, logs have not been received. A f/u report will be submitted with failure investigation results should the logs be received for eval.